Manufacturer narrative:
Additional information: a2, a3, b5, b6. B7 h6. Investigation-based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the patient's progressive erosions around the component and subsequent surgical revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition such as granulicatella adiacens that impacts the performance of the device. These devices are used for treatment not diagnosis.

Event description:
Additional information: revision procedure of (B)(6) 2017-preoperative diagnosis- chronically infected right total knee arthroplasty. Indication: the patient¿s postoperative course has been complicated by progressive erosions around the component were consistently negative aspiration results for infection. ¿recently¿ the patient had what looked to be an abscess, upon the anterior lateral aspect of the knee just at the proximal tibia ¿that time¿ aspiration was performed with a positive synovasure and high white count and cultures grew granulicatella adiacens. He was placed on keflex and symptoms mostly resolved. The patient ¿has a valve to this bovine as well as gore-tex vascular graft¿ in the right leg. It was felt this was best treated with resection arthroplasty. [The date of the vascular grafts is not provided] a medial parapatellar arthrotomy was performed. Knee joint fluid was sent for gram stain and culture. There was no significant erythema or granulation tissue, but there was some thickened synovium which was biopsied and sent for culture. Medial and lateral gutters were reestablished. The patella was well fixed and was removed without cement. The femoral and tibial components were removed. There was some cavitary lesions beneath the femoral and tibial component, which were sent for culture. This was completely debrided of soft tissue including the canals. Sterile dressings were applied, the patient was awakened and taken to recovery in stable condition. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Event description:
It was reported via a legal notification, that a patient, underwent initial right knee replacement surgery on (B)(6) 2014. Patient was implanted with an optetrak device. Specifically, posterior stabilized tibial insert, along with an optetrak stem, optetrak patella, optetrak screws, a optetrak tibial tray, and a optetrak posterior stabilized femoral component. Following the surgery, plaintiff began experiencing worsening symptoms, pain, instability, effusion, and antalgic gate. Plaintiff underwent a right knee revision surgery on (B)(6) 2017, approximately two years seven months post initial procedure. Plaintiff has since undergone multiple additional surgeries on his right knee related to this device. Plaintiff continues to experience pain and discomfort on a daily basis in his right knee which limits his daily activities and quality of life. No device return anticipated due to this being a legal case. No further information.

Manufacturer narrative:
Procode: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer concomitant medical products: (B)(4) 02-010-01-0340 - logic femoral ps cem right sz 4. (B)(4) 02-012-45-4030 - lgc tibial fit tray cem sz 4f / 3t. (B)(4) 200-02-35 - three peg patella 35mm. Additional information, including the product investigation, will be submitted within 30 days of receipt.